Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital for a device follow up unrelated to their clinical study and leadless pacemaker. The s-ICD was interrogated and it was noted the patient had received one inappropriate shock and two episodes showing anti-tachycardia pacing (atp) was delivered. The shock was due to oversensing of noise. Some noise was produced with the patient moving their left arm that was more noticeable in the secondary vector, which was the programmed vector when the inappropriate shock was delivered. The noise was less noticeable in the primary vector. Automatic setup was performed and the device again selected the secondary vector. The clinician elected to program the vector to primary at a gain of 2x, which did show some double counting of paced beats from the leadless pacemaker. Therefore, the conditional zone was increased from 200 to 240 bpm. Limited device data was submitted to technical services for review. Technical services discussed the noise appeared very regular and low amplitude, and was not consistent with myopotentials. It was recommended to see what the patient was doing at the time of the episodes, and for the physician to consider if the patient has any atrial arrhythmias. Complete data would be necessary for technical services to evaluate the primary and alternate vectors for appropriate sensing and r/t ratios. No adverse patient effects were reported. The device remains implanted and in service.